Manufacturer narrative:
Insulin pump received with a constant blank flashing white light on the display due to vertical cracked lcd controller. Insulin pump received with cracked lcd glass. Unable to perform the self test and displacement test due to pump flashing white light on the display. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Event description:
The customer's family member reported via phone call that insulin pump screen was cracked. The customer's blood glucose value was unknown. The customer also stated that the reservoir lip ring was not damaged. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.